Event description:
It was reported that the patient received an inappropriate shock, and the lead exhibited an apparent fracture. The lead was explanted and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. S2d evaluation - resistance/impedance increase: weekly pace lead impedance trend data shows and abrupt increase for min and max ventricular pace bi impedance = 475 to 1767 ohms peak between (B)(6) 2012. Lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2012. Sensing/oversensing: 15 - ventricular nst <=200 ms between (B)(6) 2012. Two - vf<=190 ms average v-cycle on (B)(6) 2011. Interference/noise: ventricular short interval count v-sic=45.8 counts avg/day, in 24.86 days, between (B)(6) 2012. The full lead was returned and analyzed. The distal conductor was fractured, the defib conductor was distorted, and blood/body fluid was present on several conductors (not obstructed). Blood/body fluid was also found on the outer tubing overlay, which was breached cut and exhibited cosmetic environmental stress cracking. The outer insulation was also breached cut and exhibit a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and the helix/lobe was distorted/bent.